Manufacturer narrative:
The subject device was returned to olympus repair center. As a result of the evaluation by olympus repair center, the following was found. Olympus repair center could not reproduce the reported phenomenon. There was no communication error with other endoscopes at the user facility. Therefore, olympus repair center surmised that this phenomenon is attributed to the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
At the preparation for use, a scope communication error occurred about the subject device. The user replaced the used video system center otv-s190 with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to inform that this event has been reported in duplicate. The original report has already been submitted as MFR report #8010047-2020-03128.